Event description:
In 2008, it was reported to boston scientific corporation that a rectal temperature monitor (rtm) was used during a benign prostatic hyperplasia (bph) procedure (age and weight unknown). According to the complainant, the rectal probe was not heating up properly. The probe heated up too high and too fast. The physician unplugged it a couple of times from the back of the prolieve console and was able to complete the case. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. False readings - a visual examination of the returned device revealed there was no evidence of separation or excess glue nor any apparent cracks or other imperfections. The functional test performed revealed all temperature sensors were within specifications. The complaint was not confirmed and the root cause is unknown. A review of the device history record (DHR) for the pertinent serial number was performed; no anomalies were noted.